Event description:
Upon reviewing implants, the patient showed history of explanted leads. Informed patient that we need verification of leads being extracted fully intact. Caller reviewed op note with me, stating that the 7122 abbott lead was extracted due to fracture and infection, being replaced with the 6935m55 on the right side. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).